Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and battery pack were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported they had to turn off the machine twice just to get it to work. There was no report of death or serious injury.